Manufacturer narrative:
Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted from acute rehab facility on 2017 with down trending hemoglobin (hgb). The patient has been transfused a total of 6 units of packed red blood cells (prbcs) during this hospitalization. Currently the patient was in the intensive care unit (ICU) due to hypoxia and increased oxygen (o2) requirements. On (B)(6), the patient underwent an esophagogastroduodenoscopy (egd) which showed a gastric ulcer which was biopsied. The biopsy came back negative for h. Pylori. Currently the patient remains admitted as the hgb has not fully stabilized yet. The team began challenging him with anticoagulation on (B)(6), so now they are awaiting a therapeutic international normalized ratio (inr) before considering discharging back to rehab. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.